Event description:
The customer reported the ventilator shut down while on a patient and would not power up. The customer reported the ventilator was removed from the patient and the patient was placed on a different ventilator. The customer reported there was patient involvement with no harm to the patient.

Manufacturer narrative:
Follow up attempts were made to obtain patient information; no response received to date.